Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes which appeared to be noise during implantation of the device. The icm remains in use. No patient complications have been reported as a result of this event.